Event description:
It was reported that motor rate failure alarm occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). Unique identifier is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Tamper seals were removed/broken. No external damage to the device. Motor rate error was in the event history log. The technician performed occlusion tests and the reported event was duplicated. The root cause of the reported issue was found to be contamination on the back of the main board. The technician replace the main board.